Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) level was 560 mg/dl. A correction bolus via the pump was delivered to address bg. Customer loaded a new cartridge to resolve the issue.